Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the instrument was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision due to loosening.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the instrument was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Pending revision due to loosening.